Manufacturer narrative:
Refers to the main device. Other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient had an infection and the patient's device system was removed. The date of the removal was unknown. No further complications were reported.

Manufacturer narrative:
To the main device, the other relevant component includes: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the infection was first noticed approximately one month status post replacement. It was indicated there was drainage from the incision site with a dehisced appearance. The infection had not resolved at the time of the pump removal. The patient's weight was not provided. It was reported the pump and catheter had been removed and sent for culture.

Manufacturer narrative:
Updated to reflect the information received on 2017-dec-15 section: updated to reflect the initial reporter of the patient's infection : updated to reflect the date that the field was notified of the patient's infection. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-dec-15. Rep reported that they heard there was a pump case where a pump would be put back in on 2017 (B)(6). However, the rep was not informed of the infection until the patient's managing physician reported it to them on 2017 (B)(6). No further complications were reported.

Manufacturer narrative:
It was previously reported the infection was first noticed approximately one month status post replacement. Has now been corrected to say the infection was first noticed approximately one month status post placement. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the infection was first noticed approximately one month status post placement. It was indicated there was drainage from the incision site with a dehisced appearance. The infection had not resolved at the time of the pump removal. The patient's weight was not provided. It was reported the pump and catheter had been removed and sent for culture.